Event description:
It was reported that, this electrode was dislodged and the health care professional (hcp) requested if a defibrillation threshold (dft) test should be performed. The technical services (ts) recommended to consider a new dft test as there is uncertainty whether the dft test was performed in this electrode position. A dft was scheduled and performed and showed adequate conversion. No further actions were noted. This electrode remains in service. No additional adverse patient effects were reported.